Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pace impedance on the non-boston scientific left ventricular (lv) lead. The crt-d is programmed to pace in the right ventricle only and no other faults or error messages were noted. The crt-d remains in service. No adverse patient effects were reported.